Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3998, lot# v034832, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) message on the recharger as well as end of life (eos)/end of service (eos) message. It was stated the implantable neurostimulator (ins) was discharged and interrogation showed the por then eos messages following the overdischarge. It was further reported the patient had trouble charging. It was reported the patient had to schedule an appointment to discuss her options, either explant everything or replace battery. As of the day of report she hasn't scheduled anything.